Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 1.3, lab: 4.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio meter: 1.3 inr, reference: 4.6 inr, mean: 2.95, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Pt is anemic and has kidney disease. Pt's condition may interfere with coagulation test. No corrective action is required at this time.